Event description:
It was reported that during an unknown procedure, the device was sending out multiple clips on each firing. They opened a new one and it did the same thing. They then changed to a different device which worked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that only the universal seal assembly was received; it was noted in good condition. Therefore, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic urological procedure, air leaked in about 30 minutes. The valve of the inner seal has a deflection. All inserted forceps through the device were 5mm. When the valve was corrected with fingers, the air leak stopped. The event occurred several times. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.